Event description:
In 2008 at 2:10 pm, a lay user/reporter (pt's husband) contacted lifescan (lfs) alleging that a one touch ultrasmart meter read inaccurately high and had an error 5 message. The complaint was classified based on customer service rep (csr) documentation and phone conversation since medical affairs specialist (mas) was unable to obtain further info. According to the reporter, the pt currently undergoes a stroke; therefore, all the pt's blood glucose testing are performed by the reporter, currently the pt tests her blood glucose 5 times a day and takes lantus and insulin r on a sliding scale to manage her diabetes. On two days prior to original date at 7:22 pm, the reporter tested the pt and reportedly received "high glucose" on the subject meter and stated that he gave 12 units of r insulin and 22 unites of lantus to the pt to lower her blood glucose. At an unspecified time after administering insulin, the pt was reportedly sweating (a typical low blood glucose symptom for the pt). At around 11 pm that night, the reporter performed another blood glucose test on the pt but the meter read an "error 5." The reporter continuously retested and on the third test strip, he eventually got a reading "57 mg/dl" (11:24 pm). The reporter then stated that he gave the pt orange juice to bring the pt's blood glucose up and retested with reported results of: "61 mg/dl" at 11:31 pm, "110mg/dl" at 11:37 pm, and "123 mg/dl" at 11:40 pm. An almost similar event reportedly occurred on original date at 6:04 am when the pt received "high glucose" on the subject meter. As a result, the reporter gave 8 units of insulin r to the pt and sometime after, the pt was reportedly "sweating". The reporter tested the pt's blood glucose with a reported result of "76 mg/dl" and she was given orange juice at 9:45 am. The mas listened to the recorded conversation and discovered that the reporter had brought the subject meter to a healthcare professional and blood glucose testing were performed on both meters and the results were off by 20 points (lfs's acceptable range for accuracy testing). During troubleshooting, it was verified that this was not a new out of box product. The pt cleaned the puncture area properly and used the correct testing technique to test the meter with. The memory in the meter matches. A control solution test was not performed because the control solution was outdated. When a retest was performed with a new vial of test strip, the error message issue was resolved. This complaint is being reported because the reporter claimed that the pt obtained an allegedly inaccurate high reading on her meter, then administered treatment based on the alleged reading and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.